Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 1 year post an rx wallstent permalume 10mm x 40mm stent placement in the distal common bile duct, the pt experienced recurrent obstructive symptoms resulting from a stent migration. The pt underwent a stent removal procedure at which time it was noted that the stent had migrated to the duodenum. The stent was removed utilizing an unspecified forceps and a second wallstent permalume 10mm x 60mm stent was placed. It was noted that the pt's condition resolved with stent removal and replacement.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.